Manufacturer narrative:
(B)(4). Patient weight unknown/not provided.

Event description:
It was reported that the patient's crown was mobile. The screw (iunihg) was found to be loose. The doctor changed the screw.

Event description:
No further event information at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating restoration. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. The returned x-ray shows an implant and restoration within the surgical site. No signs of screw loosening could be identified from the image. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes.